Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary stenting treatment procedure, the stent could not cross the lesion. The 95% stenosed lesion was located in the severely calcified and moderately tortuous mid-right coronary artery (rca). A choice pt guide catheter was used and the lesion was predilated with a 2.5x20mm maverick2 balloon. The physician attempted to direct stent with a liberte' bare metal 3.00x16mm stent. The stent delivery system (sds) was unable to cross the lesion. The procedure was completed with another MFR's device. The pt status is good. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned device revealed that hypotube was kinked at various locations along its length. An examination of the crimped stent found that a proximal edge stent strut was lifted. The damage to the shaft and the stent is consistent with excessive forces having been applied to the device. No other issues existed with the crimped stent. The balloon had not been subjected to any positive pressures. The recommended size 0.014 inch guidewire was inserted through the tip and guidewire lumen with no restrictions noted. The mfg records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.